Event description:
It was reported that a malfunction occurred with a fault ID of malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer did not reset pump immediately and opted to contact support later, with cts providing reset information and assistance for when they choose to proceed. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.